Event description:
The pt was revised because of loosening and wear of the tibial component.

Manufacturer narrative:
This is a pre-amendment device. No product was returned for examination. Product info required to retrieve the device history records for review and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event without the product to examine. It was noted that the product was implanted for approx seventeen years prior to revision. Based on the performed investigation, a need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.